Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the native aortic valve, post deployment of the 26mm sapien 3 valve, tee showed significant central aortic insufficiency (ai).  A second valve was deployed. The 26mm sapien 3 valve was delivered via transfemoral approach and deployed utilizing held respirations and rapid ventricular pacing (rvp).  Placement of the sapien 3 valve was as desired but transesophageal echocardiogram (tee) showed significant central ai.  The patient's blood pressure was low (68/30) for several minutes and pressors were started. The pressure recovered briefly, but the patient became hypotensive again and the central ai appeared to be worsening. On tee one leaflet appeared to have "an unusual motion related to it".  After both hemodynamic and tee assessment of the central ai, the decision was made to place a second 26mm sapien 3 valve.  The second valve was deployed slightly more aortic than the first sapien 3 valve.  There was no evidence of central ai post deployment, mean gradient was 13mmhg and hemodynamically the patient recovered. Additional information provided clarified the leaflet of the first valve was not coapting.

Manufacturer narrative:
The valve was not returned to edwards lifesciences as it remains implanted in the patient. However, tee imagery was made available for review. Review of the returned tee imagery revealed that a central leak was present and likely due to inadequate coaptation. Thus both complaints were confirmed. During manufacturing, the valves undergo multiple 100% inspections. Frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. Frame components are also 100% dimensionally inspected and 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Leaflet components undergo the following inspections: leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested. Die cut leaflets are dimensionally inspected on sampling basis and are visually inspected on sampling basis to verify tissue slit exist under 8x magnification. During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve from handling between holder inspections. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record review performed revealed no issues that would have contributed to the complaint events. It should be noted that evaluation code ¿leaflet ¿ inadequate coaptation-in patient¿ is similar to ¿leaflet ¿ motion restricted-in patient¿, therefore, the review was performed on both codes. A work order history review did not reveal any other additional complaints related to ¿valve ¿ regurgitation-central leak¿, ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿leaflet ¿ motion restricted ¿ in patient¿ for the lot number. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for the sapien 3 (all sizes) from june 2017 to may 2018 revealed four (4) other complaints with returned valves for ¿valve ¿ regurgitation-central leak¿, ¿leaflet ¿ inadequate coaptation-in patient¿, or similar complaint ¿leaflet ¿ motion restricted-in patient¿. No manufacturing non-conformances were identified. A review of complaint history revealed that the complaint occurrence rates did not exceed the may 2018 control limits for trend categories ¿regurgitation¿ and ¿leaflet motion restricted (in patient)¿. The instructions for use, device prepping manual, patient screening manual, training manual and supplemental valve-in-valve training manual for sapien 3 with commander delivery system were reviewed for proper thv preparation, positioning and deployment, and post deployment thv assessment. No IFU/training deficiencies were identified. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments were not required. The complaints for ¿valve ¿ regurgitation-central leak¿ and ¿leaflet ¿ inadequate coaptation-in patient¿ were confirmed based on the review of provided tee imagery. However, since the valve was not returned for evaluation a product non-conformance was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint events. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of valve oversizing or under expansion, native leaflet overhang due to valve deployment too ventricular, leaflet impingement due to guidewire, leaflet impingement in a calcified valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. In this case, post thv deployment, a central leakage was observed without a wire across. Therefore, leaflet impingement due to a guidewire is unlikely a root cause for this case. The degree of native valve calcification or degree of calcification for the avr was not provided for this case, therefore the possibility of leaflet impingement by calcification could not be determined. There is insufficient information to determine a root cause at this time. No manufacturing or IFU/training inadequacies were identified. A definitive root cause was unable to be determined at this time. Review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limits for applicable trend categories, no corrective or preventative action was required.